Manufacturer narrative:
The patient is noted to be only moderately active and was thought to have been compliant with post-implant recovery instructions. There are no known underlying conditions that may have contributed to the lead eroding through the skin. After repositioning, the system has been reactivated and the patient is recovering well.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat back pain, with the implanted leads targeting the cluneal nerves. On (B)(6) 2025 the patient was noted to have one of the leads begining to erode through the skin. Oral antibiotics were prescribed at that time and the wound was dressed. On (B)(6) 2025 the patient was taken into surgery to reposition the exposed lead and suture it down to avoid any further movement.